Manufacturer narrative:
Medfusion - investigation: (B)(4). Customer reported problem: battery is depleted. Tamper seal removed / broken: the tamper sticker was void. Physical condition of the device the pump was in poor condition, the top case was chipped and cracked. The left and right plunger cases were damaged. The bottom case had contamination. Results of pump event history log review: there was a depleted battery alarm in history. Evaluation tests or methods used to duplicate / replicate the reported problems: the pump was verified after charging battery and it would not hold a charge. Reported problem duplicated / replicated: yes. What caused the reported (primary) problem: the battery was a ni-cad battery over 5 years old. Who caused the reported problem: looks to be from normal use. Actions / repairs done to correct the reported (primary) problem: replaced battery. Primary f-code: (B)(4). Repair summary: replaced chipped and cracked top case. Replaced damaged left and right plunger cases. Replaced bottom case for contamination. The clutch seemed loose, replaced clutch half's left and right with leadscrew and spring as a preventative measure. Updated worm coupling, gear, and changed teflon washers with a delrin one. Installed cable guard per (B)(4). "Reloaded the 3.0.6. Software version to enable the u22 chip data protection feature (ref.cpa (B)(4)).performed function and delivery tests. Device passed functional / delivery tests: yes. Incoming software app: 3.0.6. Outgoing software app: 3.0.6.

Event description:
It was reported that during use of a medfusion® 3500 syringe, pump battery is depleted.